Manufacturer narrative:
Product event summary: the patient data files and the 4fc12 sheath with lot number 0011783075 were returned and analyzed. Th patient data files showed 16 applications were performed with afapro28 balloon catheter with lot number 8707. The patient data files did not show any system notices on the reported date of the event. The reported air ingress issue could not be assessed through data analysis since it is not recorded in the patient data files. During visual inspection of the sheath, it was observed that the dilator was not returned with the sheath. During functional testing, the shaft was bending as initially intended and was bending in the plane. There was no difficulty, friction, or any noise in the steering mechanism. The test dilator was inserted into the sheath and retracted several times without friction. The dilator was snap-locked into the sheath and was tight. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge(psig) showed the pressure decay in the device was 0.061 psig. The flushing test with 6 psig showed the pressure decay in the device was -0.002 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was -0.003 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported "air ingress during aspiration" was not observed or reproduced with the sheath during testing and the sheath passed the returned product inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath was aspirated from several syringes and a foamy air/blood mixture was aspirated. The sheath and balloon catheter were in the left atrium during the aspiration. To prevent the valve from being subjected to one-sided mechanical stress and thus allowing air to enter, the balloon catheter was positioned centrally in the valve. The sheath and balloon catheter were removed from the patient. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.